Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A device history record review is in progress. Once completed, a supplemental report will be submitted. Concomitant products: left mentor smooth round moderate profile saline prostheses 265cc, catalog: 3501630, lot: 270270. (B)(6). (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female patient underwent primary breast augmentation with mentor smooth round moderate profile saline prostheses, 265cc on the left and 250cc on the right. Deflation on the left breast prosthesis was diagnosed post procedure. Bilateral capsular contracture baker grade iii-IV was also indicated. As a result, the patient underwent bilateral removal and replacement with mentor smooth round moderate plus profile 325cc saline prostheses on (B)(6) 2018. This report is for the right breast prosthesis.

Manufacturer narrative:
Device evaluation summary: it was reported that a (B)(6) year-old caucasian female patient underwent primary breast augmentation with mentor smooth round moderate profile saline prostheses, 265cc on the left and 250cc on the right. Deflation on the left breast prosthesis was diagnosed post procedure. Bilateral capsular contracture baker grade iii-IV was also indicated. As a result, the patient underwent bilateral removal and replacement with mentor smooth round moderate plus profile 325cc saline prostheses on (B)(6) 2018. This report is for the right breast prosthesis. The device was received at mentor without fluid. White foreign material was observed on shell surface. Device appears with a crease on the posterior aspect extending to anterior aspect and also an area of shell abrasion was observed at the end of crease on the posterior aspect. No other anomalies were observed. The product evaluation team concluded the creases occurred sometime after the removal of the device from its protective packaging. A root cause failure analysis will not be conducted since the investigation could not confirm that an actual failure of the device to conform to expected performance had occurred. Capsular contracture is the result of the body¿s individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The mentor failure analysis lab received the device for evaluation on 5/25/2018. The analysis has begun, but is not complete at this time. When the investigation and analysis have been completed, a supplemental report will be submitted. The device history record (DHR) was reviewed on 6/8/2018, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).